Event description:
Low signal for nine probnp results out of a patient run of four hundred. Customer stated they reran these patient samples, but did not provide the rerun results. It was not stated as to whether or not the initial results were used to treat patients. Issue is still being investigated.